Event description:
It was reported via the watchman patient call center that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Approximately six months post implant, the patient noticed that the left side of his face "felt funny" and his eye looked blood shot. The patient went to the hospital and was evaluated for a suspected stroke. No further information is available at this time.

Event description:
It was reported via the watchman patient call center that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Approximately six months post implant, the patient noticed that the left side of his face "felt funny" and his eye looked blood shot. The patient went to the hospital and was evaluated for a suspected stroke. No further information is available at this time. It was further reported that the patient was admitted to the hospital on (B)(6) 2022 with concerns of facial droop and eye redness. Neurology was consulted and a computed tomography (CT) scan was negative. The patient was unable to get a magnetic resonance imaging (MRI) due to pacemaker incompatibility. A cerebrovascular accident was ruled out. And the patient was discharged home three days later. It was noted that the post implant follow up transesophageal echocardiogram (tee) performed on (B)(6) 2022 showed the closure device was well seated.